Manufacturer narrative:
We checked the returned unit and confirmed that the nozzle gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the nozzle gluing. In addition, we confirmed that the electrical connector corroded, the air/water socket corroded, the remote control button cut, the r/l lock knob hard to move, the u/d lock lever hard to move, the angle wire grinding, the bending rubber gluing bubbling, the ccd module pixels, the angulation-down angulation decrease, the angulation-right angulation decrease, the angulation-up angulation decrease, the bending rubber faulty connection, the insertion flexible tube (ift) faulty connection, and the light guide cable faulty connection; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we can not deny the possibility of the glue falls. Therefore, based on the technical report ""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).